Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 360-595 mg/dl, vomiting and ketone level ranging between 0.6-2.1 mmol/l. Healthcare provider identified the ketone level as dangerous. Cause of bg was not known. A supply change was performed and short acting insulin was delivered via an insulin pen to address bg.